Event description:
Hcp reported pt presented with a pump pocket infection. The pump and catheter were explanted in 2004 and then returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.